Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had an infection and the ins had to be removed. It was noted that the infection was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.